Event description:
Caller alleged imprecision with inratio meter. Results as follows: first test inr = 7.5, second test inr = 1.7, third test inr = 5.2.

Manufacturer narrative:
Inratio precision data provided by end-user: first test inr = 7.5, second test inr = 1.7, third test inr = 5.2, mean = 4.8, sd = 2.9, %cv = 60%. The %cv is greater than 20%. Per internal procedure, tr 0150, the precision failed the criteria for precision. Products will be tested.